Manufacturer narrative:
Occupation: non-healthcare professional. Investigation: it has not been possible to further investigate or evaluate this alleged event based on the limited information and/or no device failure provided to date. Catalog number and lot number are unknown, however, the alleged celect is manufactured and inspected according to specifications. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. Cook will reopen its investigation if further information is received warranting supplementation in accordance with 21 c.f.r. 803.56. This report includes information known at this time. A follow-up medwatch report will be submitted if additional relevant information becomes available.

Event description:
It is alleged that the patient received a celect inferior vena cava (ivc) filter on (B)(6) 2014, and the patient was injured without further explanation. Hospital and medical records have been requested, but not yet provided.

Manufacturer narrative:
Additional information: investigation. Investigation is reopened due to additional information provided. The reported allegations have been further investigated based on the information provided to date. The following allegations have been investigated: organ/vena cava perforation, tilt, fear. Filter interacts with ivc wall, e.g. Penetration/perforation/embedment. This may be either symptomatic or asymptomatic. Potential causes may include improper deployment; and (or) excessive force or manipulations near an in-situ filter (e.g., a surgical or endovascular procedure in the vicinity of a filter). Potential adverse events that may occur include, but are not limited to, the following: trauma to adjacent structures, vascular trauma. Filter tilt has been reported. Potential causes may include filter placement in ivcs with diameters larger than those specified in these instructions for use; improper deployment; manipulations near an implanted filter (e.g., a surgical or endovascular procedure in the vicinity of a filter); and (or) a failed retrieval attempt. Unknown if the reported fear is directly related to the filter and unable to identify a corresponding failure mode at this point in time. (B)(4) in lot. The product is manufactured and inspected according to specifications. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. Cook will reopen its investigation if further information is received warranting supplementation in accordance with 21 c.f.r. 803.56. This report includes information known at this time. A follow-up medwatch report will be submitted if additional relevant information becomes available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, or that any cook device caused or contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
Patient allegedly received an implant on (B)(6) 2014 via the right common femoral vein due to venous thrombosis (vt). Patient is alleging tilt and vena cava perforation. The patient further alleges fear. Report from CT (computed tomography): "tip of ivc filter is seen just below the level of the renal veins, approximately 1.0 cm. Filter is slightly tilted anteriorly and medial. Tip does not touch the wall of the ivc. There is a leg right posterolaterally which projects beyond lumen of the ivc with the tip terminating in the region of right psoas muscle. Measures approximately 12 mm beyond the edge of the ivc. There is a leg left posteriorly projecting about 5 mm beyond edge of ivc with the tip just anterior to the l3-4 disc space. There is a leg right-sided projecting beyond ivc by about 4 mm. No fracture of ivc legs is seen. Ivc does not appear narrowed. Evaluation for ivc clot is limited as study was done without IV contrast."